Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 5. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 in regards to a system error 2240 alarm followed by a system error 2367 alarm and he was able to resume therapy after starting over with new supplies. He was able to discuss the alarm with his nurse. He did not notice anything unusual with any of the previous supplies. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.